Manufacturer narrative:
Additional information: initial reporter phone # and manufacturer narrative root cause: the root cause for the reported issue that device had syringe volume discrepancy was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that syringe module and the pca module are not reading the volume in the syringe accurately. Clinicians are reporting that the discrepancies are causing issues with narcotic documentation. The issue is widespread (multiple devices, multiple units, multiple clinicians) and replicated easily during the internal testing that was conducted at the facility. There was patient involvement however no patient harm. Through due diligence, additional information was provided. The syringes being utilized are bd 10 ml # 309605, bd 30 ml # 305618, bd 50 ml # 309680. As well as 302995 (10ml approved ), 302830 (20 ml approved), 302832 (30 ml approved), 309653 (50 ml approved). Medication from the syringe is used to prime the tubing. The customer states the issue is the pump reading the starting volume in the syringe prior to priming taking place. Customer further stated "I can load a syringe on a pca module where the pump reads 29.4 ml, cancel the infusion, enter a new infusion and readjust the plunger lever without having touched the syringe and get a different volume of like 29.7 ml. The difference in adjusting the plunger on my part is making the sensor activate at different points. So I can release the syringe lock just as the sensor is pressed one time and then lower it so the sensor is pressed in completely the next. Clinically this variance would be negligible. But in the case of a controlled substance, this variance in volume is concerning. If a nurse is suspected of diverting drug from a pca and we see start volumes of 29 ml or 29.2 ml documented, how would we be able to tell if the variance was caused by the pump reading it like that vs someone that is removing a portion of the volume prior to loading a syringe. A witness when loading at the pump may see the starting volume of 29.4 ml and think that¿s normal" education was provided by manufacturer practice consultant.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that syringe module and the pca module are not reading the volume in the syringe accurately. Clinicians are reporting that the discrepancies are causing issues with narcotic documentation. The issue is widespread (multiple devices, multiple units, multiple clinicians) and replicated easily during the internal testing that was conducted at the facility. There was patient involvement however no patient harm. Through due diligence, additional information was provided. The syringes being utilized are bd 10 ml # (B)(4), bd 30 ml # (B)(4), bd 50 ml # (B)(4). As well as (B)(4) (10ml approved), (B)(4) (20 ml approved), (B)(4) (30 ml approved), (B)(4) (50 ml approved). Medication from the syringe is used to prime the tubing. The customer states the issue is the pump reading the starting volume in the syringe prior to priming taking place. Customer further stated "I can load a syringe on a pca module where the pump reads 29.4 ml, cancel the infusion, enter a new infusion and readjust the plunger lever without having touched the syringe and get a different volume of like 29.7 ml. The difference in adjusting the plunger on my part is making the sensor activate at different points. So I can release the syringe lock just as the sensor is pressed one time and then lower it so the sensor is pressed in completely the next. Clinically this variance would be negligible. But in the case of a controlled substance, this variance in volume is concerning. If a nurse is suspected of diverting drug from a pca and we see start volumes of 29 ml or 29.2 ml documented, how would we be able to tell if the variance was caused by the pump reading it like that vs someone that is removing a portion of the volume prior to loading a syringe. A witness when loading at the pump may see the starting volume of 29.4 ml and think that¿s normal". Education was provided by manufacturer practice consultant.